Event description:
Patient reported experiencing elevated blood glucose as a result of the infusion set tubing separating from the luer lock. He was admitted into the hospital in 2006 for weakness, disorientation, and altered mental status. Patient's blood glucose at the hospital was 700 mg/dl and all othe levels consistant with dka. Patient indicated that the tubing separation caused his elevated blood glucose level. Patient was taking vitamin b12, betaseron, lecol, plavix, aspirin, sythroid, coumadin, lisinopril, and vicodin. Patient was treated with insulin drip and normal saline to reduce his blood glucose level to 96 mg/dl. Patient was discharged from the hospital in 2006, his diabetic ketoacidosis had been resolved. No product is being returned. At this point, the patient switched from infusion device to injections of lantus and novolog to manage his diabetic condition.